Event description:
An endeavor sprint rapid exchange (rx) drug-eluting stent was being used to treat a heavily calcified but non-tortuous lesion. As the physician was attempting the deploy the stent the physician felt that the stent became caught on the guideliner. The stent subsequently dislodged in the aorta where it currently remains. The patient is stable post procedure and clinical sequelae were reported.

Manufacturer narrative:
(B)(4) (limited information available), inherent risk of procedure (stent dislodgement), (no device received for evaluation).